Event description:
It was reported that the tlh90 was used during a sub-total gastrectomy. It was reported by the affiliate that the instrument was missing staples. The surgeon reanastomosed with a new stapler.